Event description:
It was reported that during an unknown colon procedure, while turning the rotation knob, it was turning the cord and causing the cord to wrap around itself and get caught under the rotation knob, which was activating the device inadvertently. There was no patient consequence.

Manufacturer narrative:
Date sent: 12/16/2008. Information not available, device not returned for analysis.